Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer required a software update. The programmer is not working. The log files could not be retrieved as the floppy disc hard drive is defective. It was also determined at analysis that the flex cable, display and the cord bay are defective. The keyboard is defective, buttons are missing. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required a software update. The programmer has been returned to service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.